Event description:
The end user was being transported by doctor's transport service. The driver was loading him into the van via the ramp when he lost control of the wheelchair and the end user and his wheelchair fell over backwards and off the side of the ramp. The end user suffered a torn rotator cuff, broken ribs, broken wrist, head injury and severe neck pain.

Manufacturer narrative:
This is currently a legal issue that does not include sunrise medical (us) llc. However, as we were made aware of an incident involving a sunrise medical (us) llc wheelchair resulting in an injury, we are filing this MDR as our due diligence. The wheelchair involved is not available for investigation and is not being returned. If/when more information becomes available, a follow up report will be filed.